Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of a broken knob however analysis did confirm that the output connector assembly was broken. It was additionally noted that the boss on the upper case was cracked, that the red display wire was pinched and its insulation exposed, five case screws were found to be contaminated and one knob was missing. The electrical and mechanical parts were inspected, all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported that the external pulse generator had a broken atrial port and knob. The generator was returned for service. No patient complications have been reported as a result of this event.